Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardiac monitor was halfway outside the patient's incision. The device was explanted. There were no patient consequences.